Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was charging and an unspecified malfunction alarm occurred. Customer reset the pump, the unspecified malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer¿s blood glucose level was 79 mg/dl.